Event description:
Additional information received from the customer reported the image going black occurred during pre-procedure inspection. The name of the diagnostic procedure was unknown. There was no delay and the procedure was completed using another scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the investigation results. See b3 and b5 for additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that the defect was likely due to a fault charged couple device, a definitive root cause of the image not being displayed was not determined. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The complaint history of the site was reviewed and this was not a case of reoccurrence. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the screen of the hd autoclavable camera head went black. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the screen went black. There was no image due to failure of the charged coupled device (ccd) this event is under investigation. A supplemental report will be submitted upon receiving additional information.